Manufacturer narrative:
Product ID 97755, serial# (B)(6) was returned for product analysis. It was discovered that the serial number of the device is nlf104684n and not nlf104884n. Analysis also found that the cable insulation was torn and wires were exposed and broken. The device was then scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that part of the recharger (rtm) antenna has melted and broken at the end near the paddle area. Pt stated they were complaining it was getting hot and burning for 3-4 months but was told the rtm did not get hot. Pt stated she had 3-4 blisters a couple of times and could not use the paddle, they had to wait for the blisters to heal. Pt stated they could not sleep because the blisters are on the same side they sleep on. Pt stated the blisters are not completely healed up or cleared up, they popped. Patient services (ps) asked if there is tissue damage and pt said no. Pt stated they are not able to meet with the manufacturer representative (rep) because they had different appointments and could not meet with the rep. A replacement rtm was requested. Additional information was received from the rep. Rep confirmed that they were not notified of the rtm burning issue / event. On (B)(6) 2022, the pt stated that they needed a new rtm due to a bent cord. Pt¿s weight is unknown, rep is unsure if issued has resolved, pt should be receiving replacement rtm on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical device: product ID: 97755, serial/lot#: (B)(4), product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4), date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.